Event description:
On 11/27/1997, a b-d insyte vialon IV catheter was used from lot # 70501b, in an attempt to restart a heplock. The catheter was placed into the vein, bad blood flashback and then as the catheter was threaded up the vein and the needle withdrawn, the vein blew. The catheter was withdrawn and noted to be frayed/shredded. The box of catheters that were also from this lot were removed from svc.